Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with the pump. The battery compartment reportedly was cracked. The yellow o-ring reportedly was visible. There was no reported adverse event associated with this complaint. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.